Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump errors. The customer¿s blood glucose level at the time of incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error is found in the formatted history file due to broken traces of the keypad assembly and the critical block and inverse critical block did not add to zero is found in the formatted history file due to a software error.